Event description:
Caller reported a tandem mobi cartridge alarm, which led to a situation where the customer's blood glucose level was indicated as "high," although no specific value was provided. The customer's blood glucose level did exceed normal limits due to the issue, but no adverse impact to the customer's blood glucose level was mentioned. To address the high blood glucose, the customer used a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support confirmed the cartridge alarm 30 and noted that the problem occurred during the loading process. Despite no previous reports of certain cartridge alarms with this pump, the issue persisted with consecutive cartridges. As a corrective measure, tandem technical support arranged for the pump to be replaced, advising the caller on the steps to return the problematic device and to expect a pump with updated software. The caller understood and acknowledged the instructions provided by technical support.